Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that during a routine follow up, the patient with this right ventricular (rv) lead was exhibiting shock impedance measuring greater than 200 ohms. There was no history of this in previous follow ups, nor could it be seen in lead impedance trends. The shock impedance was retested and measured at 64 ohms, then tested again and measured greater than 200 ohms. Pocket manipulation tests were performed and there was no noise seen on the sensing channel. Upon investigating the rv lead impedance details further, it appeared that the right atrial (ra) coil involved in higher impedance. The device was programmed to rv coil to can for shock vector. Many repeated testings were conducted on the rv lead trends and it was measured to be approximately 70 ohms with no instances of high impedance measure and thus the physician decided to leave it in that vector. In addition, it was noted that defibrillation threshold testing had not been completed in this vector and the physician was not concerned and chose to leave as is. Data analysis was performed by boston scientific technical services and it was suggested that the higher shock impedance measurement was caused by electromagnetic interference. The boston scientific representative indicated that the patient was on a stretcher, heavily rugged up with clothing and blanket and was strapped to the stretcher. It was not known if a motor was underneath the stretcher below the bed or if the patient had his phone in his pocket. No adverse patient effects were reported. The reported rv and ra lead remains implanted.